Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix was found to be disengaged from the helical channel. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood on the sleeve head, and in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the helix on the lead would not extend. The lead was not used. No patient complications were reported as a result of this event.